Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned and analyzed. Analysis revealed normal depletion that meets 80% of expected longevity. (B)(4)- the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed oversensing and ventricular (non-sustained tachycardia) less than equal to 210 ms between (B)(6) 2011. Also interference/noise with ventricular short interval count (v-sic) equal to 3.8 counts avg/day, in 14.08 days, between (B)(6) 2011. A review of the save to disk found lead integrity alert triggered and patient alert for lead failure predictor on (B)(6) 2011.

Event description:
It was reported a lead integrity alert was triggered for the right ventricular (rv) pace/sense lead having oversensing. It was noted that the rv pace/sense lead was being used for approximately the last two years to replace the pace/sense portion of a defibrillation lead. It was also reported the device had early battery depletion. The device was explanted and replaced and the rv pace/sense lead was capped and was replaced with a new rv defibrillation lead. No patient complications have been reported as a result of this event.